Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product codes: hrs, hwc. Manufacturing location: (B)(4), manufacturing date: 29. July 2014, the investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision was performed on (B)(6) 2015 due to left femur fracture non-union and to remove broken hardware. The original procedure to treat an acute fracture of the femur was performed on (B)(6) 2015. This went on to a non-union and the plate subsequently was identified to have been broken at the area of one of the screw holes. The patient also underwent a past procedure involving a total hip stem on an unknown date. The removed hardware consisted of: one variable angle locking plate, ten screws(a combination of 4.5mm cortex and 5.0mm variable angle locking screws) and two cables. The patient was revised to a competitor's distal femur plate. No reported surgical delays, no fragments created/left behind. The procedure was successfully completed. This report is 1 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on september 3, 2015 confirming that all of the previously implanted hardware was removed during the revision/explant surgery performed on (B)(6) 2015. The patient was revised to a competitor's distal femur plate as previously reported.